Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the PICC line was leaking at he hub. This was removed, and a new line was implanted. No parts of the complaint device were left in the patient, and there were no further injuries besides the additional procedure.